Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument's jaws clamped down unexpectedly, causing tissue to tear. It was reported that this event occurred during multiple unspecified procedures. Additional information was requested; a response has not been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Event verification and system/instrument log review could not be performed due to insufficient information provided.